Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo "battery depleted" alarm condition occurred. It was reported by the patient's family member that the device was being used in CPAP mode and that there was no issue with airflow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking performed. Error code e-44 (internal battery depleted) and e-54 (detachable battery depleted) were recorded on the day of the reported event. It was confirmed that the depleted alarms had occurred when the remaining charge of the internal/detachable batteries had been more then 96% and 97%. The device's system pca was determined to be faulty and was replaced to address the issue. In addition, dirt was confirmed therefore the flow sensor was replaced. New information: the system pca was returned to the manufacturer receiving inspection quality lab for further evaluation of the reported failure noted in the event log. The technician did not confirm a problem with the system pca but replaced it as a discretionary/precautionary measure. Additional information added to box h.

Event description:
The manufacturer received information alleging a trilogy evo "battery depleted" alarm condition occurred. It was reported by the patient's family member that the device was being used in CPAP mode and that there was no issue with airflow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking performed. Error code e-44 (internal battery depleted) and e-54 (detachable battery depleted) were recorded on the day of the reported event. It was confirmed that the depleted alarms had occurred when the remaining charge of the internal/detachable batteries had been more then 96% and 97%. The device's system pca was determined to be faulty and was replaced to address the issue. In addition, dirt was confirmed therefore the flow sensor was replaced.